Manufacturer narrative:
A sample has been received for evaluation. Visual examination for the sample shows a light brown hair inside an opened package. As a result, bd was able to verify the failure. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
Material no.: 930815 , batch no.: 0171976. It was reported that a hair was found in the packaging. Hair in package item 930815, lot 0171976.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815; batch no.: 0171976. It was reported that a hair was found in the packaging. Hair in package item 930815. Lot 0171976.